Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced unspecified symptoms and required unspecified third-party intervention. There was no report of death or permanent impairment associated with this event. A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received an adc device scan results of 104.00 mg/dl compared to reading of 265.00 mg/dl respectively obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. However, it is unknown when these readings were obtained in relation to the reported medical event. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.